Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen turns green. The issue occurred during preparation for use. There were no reports of patient involvement.

Event description:
It was reported that the subject device screen turns green. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor distal fiber breakage, minor scratches on the distal edge, and cracks on the side of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the green image was due to a defective outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.